Event description:
The customer alleged that there is a problem with the resistick coated modified blade electrode. As the surgeon was using it, small pieces of the blade started peeling off. The surgeon attempted with new blades, however, this continued to happen with all the blades. The pieces that fell off were able to be removed from the surgery site with no consequences to the patient.

Manufacturer narrative:
Customer was completing a neuro surgery when the device coating began to peel away. Products were returned through the RMA room on date 11/30/2023. All products returned were in new state and had not been taken out of the package. Products returned were taken out of pouch and inspected under magnification for cracks, gaps, or missing coating. No issues with coating or insulator were found. Product is within manufacturing specifications from the visual review. Customer stated during a breast surgery, the physician had the power settings at 40-45watts in coag mode when the coating on the electrode began to fall off. Complaint confirmed from information received from end user. Root cause is determined to be customer misuse in operating the device at too high of a power setting. According to the attached mc-18963 rev 12 - " use of electrode with modified insulation in contact with tissue or fluid may cause splitting or peeling back of the modified insulation on the electrode. Always use the lowest power setting that achieves the desired surgical effect. Use the active electrode for the minimum time necessary in order to reduce the possibility of unintended burn injury. Using the coated electrode at a high power setting may cause damage to the coating. " this is the second complaint of its kind in the last 2.8 years of complaint reviews. In the same time period, we have sold 17316 number of eaches. 0.0115% = low based on the above information, no further actions are required and this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or additional informaiton pertinent to the investigation, a subsequent follow up report will be submitted.